Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this was an out of box failure where the sutures with the needles kept breaking off.